Event description:
Revision surgery - due to the patient not having enough range of motion.

Manufacturer narrative:
The reason for this revision surgery was the patient did not have enough range of motion. The implants were in the patient for about 8 months and 19 days. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the first complaint against this part and lot number. The product investigation is limited in scope since the product from the original surgery was not made available to djo surgical for examination. A root cause for the limited range of motion was not reported, no other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.